Manufacturer narrative:
The reported event was found to be inconclusive. Evaluation found that the sample was unable to introduce water in all returned pieces and observed heavy salt accumulation around snip eye and inflation lumen, which caused blockage and made it difficult for water to flow. No conditions found on sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. Correction: brand name, common device name, PMA/510k.

Event description:
It was reported that the user cut the catheter and found occlusion about 7cm from the catheter tip. The catheter was difficult to deflate. The user first cut the shaft, however the balloon did not deflate. The user punctured the balloon percutaneously and was able to remove the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user cut the catheter and found occlusion about 7cm from the catheter tip. The catheter was difficult to deflate. The user first cut the shaft, however the balloon did not deflate. The user punctured the balloon percutaneously and was able to remove the catheter.